Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was mg/dl. The customer stated that the perceived caused of the low blood glucose was over bolused. The customer stated while he was admitted to the hospital the doctors gave him a steroid that he had a reaction. The customer will received replacement lancet. The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown mg/dl.